Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one14s crosser cto recanalization catheter was returned for evaluation. Sample appeared to have residue throughout. Kinks noted to the catheter shaft at the strain relief and approximately 2.2cm from the distal tip. The distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. Marker band appeared to be present. The identified material separation was considered as a cascading failure of the retraction problem. Based on the findings, the investigation is confirmed for the reported material deformation and retraction problems due to the condition of the sample, since the distal tip appeared to be separated from the outer catheter probably due to the force applied in retracting the stuck catheter from the vessel and a kink also noted to the catheter. A definitive root cause for the reported material deformation and retraction problems could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure below the knee via ipsilateral antegrade approach the catheter allegedly experienced a retraction problem. It was further reported that about 5cm from the tip of the catheter was found to be kinked after removing from the patient¿s body. The current patient status is unknown.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a recanalization procedure below the knee via an ipsilateral antegrade approach, the catheter allegedly had retraction problem. It was further reported that the tip of the catheter kinked upon removal. The current status of the patient is unknown.